Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown vanguard tibial bearing catalog #: ni lot #: ni, unknown biomet tibial tray catalog #: ni lot #: ni. G2: foreign - event occurred in australia. H6 - component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee fixation procedure to address distal femur fracture following knee arthroplasty. The tibial bearing was removed only to gain access to the medullary canal through the intercondylar notch and a nail placed to treat the fracture. Attempts have been made, however, no additional information is available.